Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leaks are not specifically addressed in the IFU. The sheath assembly was returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming qc. An inspection of captor valve assembly is performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A 16 fr of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The iris valve of the returned device could be opened and closed when rotating the valve control. There were two tears in the webbing of the discs. The device was leak tested using a 20cc syringe and water. The valve leaked through the iris valve with the positioner in the sheath and the iris open and closed. There was no leak without the positioner and the iris open, but there was difficulty occluding the sheath during testing. No leak was detected at the valve collar and control. The valve was dissembled. The check-flo discs were examined. Each disc was torn. Damage to the check-flo discs likely resulted in leakage (tearing). We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA has been initiated in regard to this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and based on risk assessment per qera, risk reduction is recommended. CAPA is currently open and addresses this failure mode.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt had hc and CABG procedure experienced. The pt's anatomical form was suitable for the endovascular repair. (Act: 350) blood leakage from a grey part of captor valve was observed continuously during preparation and manipulating a main body. When grey positioner removal was attempted after main body placement, the grey positioner and wire guide were stuck. Therefore, both of them were removed and another wire guide was inserted into main body sheath. During the process, so severe bleeding occurred as to need a cell saver. (About 1,000cc of blood loss) then, main body sheath was removed and ipsilateral iliac leg was placed. The pt had a favorable outcome.